Event description:
It was reported that during an unk procedure, the tissue pad detached from the device. No other info is provided. No pt consequences.

Manufacturer narrative:
Date sent: 12/04/2008. Info anticipated, but unavailable at this time.